Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient had their device explanted by another physician due to incorrect placement. The patient had previously attempted to troubleshoot 6 months prior to the explant, but could not achieve better efficacy to treat their overactive bladder. There were no reported additional patient complications. It was further reported that the patient was doing fine and they had a non-boston scientific device placed.